Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set had issues with blood splatter coming from needle when retracted.